Event description:
Healthcare professional reports protime microcoagulation system generated message "inr may be greater than 10" for one patient at two visits on (B)(6) 2010, lab pt/inr 2.0 and (B)(6) 2011, lab pt/inr 2.2. Expected inr range 2.0-3.0 in both cases. No adverse event(s) reported. This event occurred outside the us during the course of a (B)(6) clinical study.

Manufacturer narrative:
(B)(4) and cuvette lot j0kwc134. Method: no product returned. Result: no product returned. Complaint could not be confirmed. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.